Manufacturer narrative:
A2. Age at time of event. Corrected information; initial MDR listed incorrect age. B3. Date of event. Corrected information; initial MDR listed incorrect event date.

Event description:
Additional update was received that the patient underwent vocal cord surgery and that their voice is recovering.

Manufacturer narrative:
B5. Describe event; corrected information; follow-up report # 4 inadvertently omitted information known prior to submission. F10. Adverse event problem: health effect - impact code; corrected information; follow-up report # 4 inadvertently omitted information known prior to submission.

Event description:
The suspect lead remains implanted in the patient.

Manufacturer narrative:
B5. Describe event; corrected information; supplemental report #1 and #3 incorrectly state the suspect device as the generator. The suspect device is the lead. D6b. If explanted, give date; corrected information; supplemental report #1 lists an explant date; however, the lead remains implanted. D9. Device available for evaluation?; corrected information; supplemental report #3 notes device was received; however, the lead remains implanted. H3. Device evaluated by MFR? Corrected information; supplemental report #3 incorrectly notes that device was received for analysis, the suspect device remains implanted h6. Adverse event problem codes; corrected information; supplemental report #3 incorrectly lists conclusion code, the suspect device remains implanted

Event description:
The suspect device was received for analysis. No other relevant information has been received to date.

Manufacturer narrative:
H3 other text : 02.

Event description:
Update was received that the patient had a generator replacement. The patient was also referred for vocal cord surgery. The suspect generator has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that that an ent specialist identified left vocal cord paralysis for the patient and attributed the events to the vns surgery. No other relevant information has been received to date.

Event description:
Update was later received that the patient experienced aspiration while experiencing the vocal cord paralysis.